Manufacturer narrative:
Patient comorbidities include but are not limited to: myocardial infarction, coronary artery bypass graft, percutaneous coronary intervention, coronary artery disease, hypercholesterolemia, hypertension, copd and malignant melanoma patient medications include but are not limited to: aspirin, rivaroxaban and heparin. (B)(4).

Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on june 12, 2021, the patient was implanted with two gore® contralateral leg endoprostheses and a gore® iliac branch endoprosthesis with the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). The patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that this same day the patient experienced a rupture of the aortic bifurcation, paraplegia, hemmoragic shock and spinal cord ischemia. The patient tolerated the procedure. It is not known if these adverse events occurred intraprocedure or post procedure.

Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on (B)(6) 2020, the patient was implanted with two gore® contralateral leg endoprostheses and a gore® iliac branch endoprosthesis with the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). The patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that on june 12, 2020, post procedure the patient experienced spinal cord ischemia. Spinal drain and inotropic support were done as treatment. There was an aortic bifurcation rupture during the procedure. A laparotomy with bovine pericardium wrapping of the bifurcation were done as treatment. On (B)(6) 2020 the patient experienced hemorrhagic shock. Intravenous transfusions, laparotomy, and aortic repair were done as treatment. Post procedure paraplegia was experienced on (B)(6) 2020. Physical therapy was performed as treatment.

Manufacturer narrative:
B3: provided most up to date description of the event. H6: added component code g04122, stent. H6: code c19 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding remains unchanged. Gore® excluder® iliac branch endoprosthesis is states, adverse events that may occur and / or require intervention include but are not limited to: aortic rupture, ischemia.